Event description:
A graft was implanted for vascular access in teh forearm position. The graft was found to be infected approximately 4 weeks post implant. The device was removed and the patient was treated with antibiotics. The source of the infection (staphylococcus) was not confirmed, although surgical infection is not unexpected event following a surgical procedure. All manufacturing records were reviewed and the device was found to be in conformance with all acceptance criteria, including sterility, at the time of distribution.